Event description:
It was reported that the user experienced hyperglycemia reported at 400 mg/dl with continuous glucose monitor (cgm) reading high after repeatedly dismissing an occlusion alert on the ilet system, with insulin delivery interrupted until the user later changed supplies to a cd infusion set, which resolved the issue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for supply change and user education without hospitalization. Investigation of this case revealed an insulin occlusion in the infusion set causing stoppage of insulin delivery, resolved only after a complete supply change; the device and component involved were the ilet pump and the infusion set. It was concluded, based on previously established findings for similar reports, that user handling and infusion set occlusion were the likely causes.